Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and failure analysis confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu has no significant scratches or dents. The front bezel is not cracked. The iesu is in a good condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. Isi has received the iesu; however, failure analysis has not completed their investigation. A followup MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the erbe generator faulted repeatedly during energy activation. The customer reported the generator worked fine at beginning of the surgery, but the generator displayed error code c-34 when the surgeon activated the bipolar or monopolar energy. During call, the customer was already setting up an external generator, valleylab force triad, as a workaround. The surgery resumed using the force triad instead of the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to power cycle the erbe generator, leaving the davinci system still powered on, and then try activating monopolar and bipolar energy. The customer stated that the surgeon was not willing to do so at time of call, but they would perform the requested actions when the surgeon had a short break in 20 minutes. The customer would call back with results. Customer called back and stated that the erbe generator had been power cycled but error c-34 was still persistent when the surgeon activated monopolar and bipolar energy. The procedure was completed as planned with no reported injury.